Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, in the course of high complexity access care (mac) in oncology on (B)(6)2024, during the admission phase including blood tests and medication, before the administration of infusion therapy, PICC properly place din the left basilic vein on (B)(6)2024 and previously working perfectly. It is found to be a device malfunction (no venous return, good saline infusion and reported burning sensation by the patient at the site of infusion). The experienced staff of the PICC team, having made the appropriate checks, hypothesizes catheter fixation at the level of the first subcutaneous tract and decides to remove it. This maneuver is easily performed, but, following extraction, only the first section of PICC amounting to 5cm in length. The removed part of the PICC appears literally transected. The patient is consequently admitted as an ordinary patient stay to undergo first the complete removal of the PICC by interventional radiology technique and following this, on (B)(6) 2024, placement of a new PICC in the right basilic vein. No other information was provided.